Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 12.4 cm was returned for analysis. A full breach insulation degradation adjacent to the connector boot was noted at 6.5 cm from the connector pin. Two full breach insulation degradations distally to the connector boot were noted at 7.4 and 8.3 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.